Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display. The customer's blood glucose value was 215 mg/dl. The customer stated that when he woke up in the morning, the pump showed utilities and the sensor graph only. The customer stated that the pump showed a closed circle and empty battery icon. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No missing segments/partial display noted. The insulin pump had cracked reservoir tube lip.